Event description:
It was reported the lead was explanted but a portion broke off and remained in the patient. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up information received reported the patient was supposed to have an MRI but was not performed due to the lead issue. No additional information was obtained. If additional information is received, a follow up report will be sent

Manufacturer narrative:
(B)(4): this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).